Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): in the absence of reported part and lot number, UDI cannot be calculated. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
On (B)(6) 2015: patient with unstable angina, coronary artery disease, gastric disease, and other conditions underwent coronary intervention. Three non-medicated stents placed into cardiac artery, overlapped due to recurring distal edge dissections. The whisper guide wire tip sheared off, along with a long polymer coating which extends from the om into the circumflex, down the left main into the aorta. The patient was discharged, returned to hospital with chest pain. Notes include long term risk of thrombosis related to the polymer coating. No additional information was provided.